Event description:
It was reported that a spectrum pump had a system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemented report will be submitted.